Manufacturer narrative:
The thermogard console (B)(4) involved in the reported complaint will not be returned for evaluation because the hospital biomed engineering department inspected the console and noted that the console was dry, however, the presence of the saline was in the drip tray. The thermogard console passed the functional test without any error and worked as intended. Therefore, service was not required to be performed by zoll. The thermogard console was determined to be functional and was placed back for clinical use.

Event description:
During the cooling phase of ivtm therapy for post-cardiac arrest patient, the thermogard console (B)(4) displayed a mid:09 (air trap assembly) error message. The user observed saline fluid in the thermogard console due to the leaking start-up kit (suk) (lot # 165864). The user replaced the suk and the treatment continued utilizing another console. No further information was provided. No consequences or impact to patient.